Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The catheter was separated approximately at the joint part after attempting to reinsert it. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging widow was detached in the lapjoint section. The imaging window was not returned for analysis. Imaging window detachments are prone to occur in the lapjoint section due to the difference in rigidity between the imaging window and the sheath section. Due to this, the bending, compression and/or tensile forces that may be encountered during procedure over this section are not evenly distributed and are mainly focused over the least rigid material, in this case, the imaging window. These kinds of detachment are related to design characteristics of the device. All compiled information on this investigation determines that the most probable cause is: cause traced to device design.

Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The catheter was separated approximately at the joint part after attempting to reinsert it. The procedure was completed with another of same device. There was no patient injury.